Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer requested assistance with priming the infusion set. The customer stated that she was hospitalized due to low blood glucose of 34mg/dl. No further info was provided.